Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that patient implantable neurostimulator (ins) is not charging or working. Patient stated her stimulation is in her stomach rather than her back. Patient states she is not getting good coverage so she stopped using the device. Patient stated since the device was replaced in 2016 she never had good coverage. Patient states the last time she successfully charged up her ins was months ago. Patient stated she met with manufacturing representative (rep) to had the device was jump started to get it up and charging again and have it reprogrammed but that did not help. Patient stated the health care professional (hcp) had determined her lead that was implanted was positioned way over to the left. Patient states she has not been using therapy because of this. Patient was told to sync their programmer. Patient programmer showed low implantable neurostimulator (ins) battery. Patient stated she is seeing charge ins battery. Patient is able to charge and is seeing all 8 coupling boxes. It was reviewed that patient needs to charge their implantable neurostimulator (ins) to at least 50% so she can put her device into MRI mode. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp). The patient reported that her stimulator (ins) is no longer active or in use but was still implanted in her body. The hcp reported that the patient said her device was ¿not working.¿ no further complications were reported. [Omitted information regarding the replaced device as it is captured in pe # (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# serial# unknown product type: lead. If information is provided in the future, a supplemental report will be issued.